Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high blood glucose level. Customer¿s blood glucose level was 400 mg/dl, at the time of incidence. The customer received insulin flow block alarm. Customer declined to troubleshoot for high blood glucose level. The customer was advised to discontinued the insulin pump and revert to backup plan. The insulin pump will not be returned for analysis.